Event description:
It was reported that the pacemaker (pm) exhibited failure to capture and inappropriate automatic mode switch (ams). No intervention was reported. There were no patient consequences.

Manufacturer narrative:
B5 should indicate that the pacemaker exhibited failure to capture only and h6 should not include "1439 - pacing problem" code in initial report.

Event description:
It was reported that the pacemaker (pm) exhibited failure to capture. No intervention was reported. There were no patient consequences.